Event description:
During a surgical procedure a surgical instrument was dropped and made contact with a battery on the back table. This resulted in a fire on the back table that burned about 6" of the paper drape. The flame was contained and surgery was finished without delay. No injuries were reported.